Event description:
It was reported by the (B)(6) study team that there was elevated and high right ventricular threshold. It was also reported that there was a micro-dislodgement. Reprogramming was done and the lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.